Manufacturer narrative:
(B)(4). Date sent 11/4/2024. D4: batch #685c77. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the handle shrouds cracked near of door area, with the nozzle damaged as if it had been burned and no reload present. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. It is possible that the damage on the handle shrouds and nozzle were due to improper handling of the device. Please reference the instruction for use for more information a manufacturing record evaluation was performed for the finished device batch number 685c77, and no non-conformances were identified a manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #c9ee8j , and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the first firing was fine, but when they went to do the second firing there was no power to the device. The gun was not responding to any of the buttons. A psee60a was opened to complete the rest of the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent; 12/16/2024. Additional information received: discussion with the surgical team regarding their experience with the device: per the surgical team, overall they are pleased with the device, the main concern is the issue of battery power while in procedure. Per the surgical team, they have had difficulty with the battery power source disconnecting from the device. Also had difficulty straightening the device to get out of the port after firing cycle was completed. Additionally, they have noticed stiffness, making it slightly more tuff to use then the previous stapler. They liked the articulation for bariatric procedures. Firing is smooth and controlled. Ergonomics is easy to use.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #685c77. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the handle shrouds cracked near of door area, with the nozzle damaged as if it had been burned and no reload present. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. It is possible that the damage on the handle shrouds and nozzle were due to improper handling of the device. Please reference the instruction for use for more information a manufacturing record evaluation was performed for the finished device batch number 685c77, and no non-conformances were identified